Manufacturer narrative:
(B)(4). Product was not returned for investigation. The customer reported that the outer sheath fractured near the hub. The device was able to be removed from the patient using a snare. Quality control confirms the type and outside diameter of the tubing and that the surface of the catheter is smooth, clean, and free of excessive kinks and foreign debris. There is no evidence to suggest that the device was not made to specification. Without return of the complaint device, a definitive root cause for this failure cannot be determined. The device was able to be removed from the patient using a snare. We have notified the appropriate internal personnel and will continue to monitor for similar complaints. There is insufficient risk per quality engineering risk assessment to warrant risk reduction activities.

Event description:
During a fistulogram procedure, the outer sheath of the micropuncture traditionless stiffened cannula access set broke off at the hub and dislodged in the superior vena cava. The physician was able to remove the fragmented device with a snare and no harm was done to the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.